Event description:
Reporter returned home and did not immediately know there was a problem but after physical therapy visit he was told that the knee was loose. They thought it needed to be removed. The doctor who performed the surgery said to continue pt. One day reporter heard about the recall while watching television, told doctor who said it was fine. Reporter's knee was giving out and doctor dismissed him. Primary doctor found reporter several doctors who did x-rays and an MRI but none of the doctors told reporter there was a problem. Reporter spoke with doctor at the (B)(6) who sent for reporter's records. That doctor says that reporter had no acl and they didn't understand how the implanting doctor did not know this. According to reporter, (B)(6) does not deal with zimmer.